Event description:
A clinical incident involving a perc dc wand was reported to arthrocare corp on november 6, 2007. During a cervical nucleoplasty procedure, the tip of the perc dc wand detached and remained in the pt's cervical disc at c5/c6. There is no plan to reoperate to remove the detached tip. It was reported the pt had no complications and the pt is doing well.

Manufacturer narrative:
The device was returned to MFR for eval. A visual examination and functional testing was performed. The visual inspection confirmed the electrode had detached. The functional testing confirmed the device was returned in a nonfunctional condition. A review of the lot history record for the device was performed. The device met all prod specs. The root cause of the tip detachment could not be determined.